Event description:
Additional information was received. The patient had a secondary intervention. An endurant 36x36x49 aortic cuff was implanted and the proximal type I endoleak was resolved.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. Currently there is disease progression with aortic neck dilatation. The patient presented for a routine follow-up, the CT revealed that the stent graft had migrated distally with a proximal type I endoleak. No intervention has been performed. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine. Exact date of event is unknown.

Manufacturer narrative:
(B)(4).